Event description:
It was reported during powering on that this 980 ventilator demo unit's exhalation valve started tapping, a loud popping sound emitted, and smoke came from the electronics side of the ventilator. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported during powering on that this 980 ventilator demo unit's exhalation valve started tapping, a loud popping sound emitted, and smoke came from the electronics side of the ventilator. The device was available for evaluation. The medtronic field service engineer evaluated the device and found a capacitor had "popped" on the dc to dc pcba (direct current to direct current printed circuit board assembly). The popped capacitor might have caused the reported sound and smoke. The service engineer replaced the dc to dc pcba. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. It is likely the reported sound & smoke was a result of the "popped" capacitor in the dc-dc pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional code added to section h6 evaluation code result. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported during powering on that this 980 ventilator demo unit's exhalation valve started tapping, a loud popping sound emitted, and smoke came from the electronics side of the ventilator. The service personnel (sp) inspected the ventilator and found a capacitor faulty on the dc- dc pcba (printed circuit board assembly) . To solve the issue sp replaced the dc-dc pcba . The unit passed all test and calibrations as per manufacturer specifications at the time of service. One dc-dc pcba was evaluated by medtronic for further analysis. Visual inspection found damaged capacitor (c83). Analysis determined the returned dc-dc pcba faulty. Investigation found this demo unit has been with medtronic possession and was never sold / leased to any customer. The ventilator was not in use on a patient at the time of the reported event. The issue was reported to make an internal documentation of the fault identified with the unit. The investigation determines a plausibility of sound <(>&<)> smoke, due to the fault isolated with the capacitor of the dc-dc pcba. There is an internal investigation regarding this type of issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.